Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 306595 and lot number 3355637. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received. On (B)(6) 2024, the medical staff administered a prefilled catheter flosser to a patient and the unopened prefilled catheter flosser was visibly stained. Use was discontinued and replaced with a new one for use. This incident occurred without injury due to timely detection by medical staff. Consider the possibility that a product of the same manufacturer and batch number, if similar phenomena occur and are not detected in time prior to use, may cause serious injury to the patient after use.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
On 2024-06-13, the medical staff administered a prefilled catheter flosser to a patient and the unopened prefilled catheter flosser was visibly stained. Use was discontinued and replaced with a new one for use. This incident occurred without injury due to timely detection by medical staff. Consider the possibility that a product of the same manufacturer and batch number, if similar phenomena occur and are not detected in time prior to use, may cause serious injury to the patient after use.